Manufacturer narrative:
Patient age at time of event: over 18 years old. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A double curve watchman® access system was used. After the dilator was removed with the guide wire still in place, the hemostasis valve of the access system did not close and was leaking blood. The physician tried to stop the leak with thumb pressure and opened and closed it twice, but the leak still existed. The access system was exchanged with another one and the procedure was completed successfully with no patient complications.